Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three years and two months post initial implantation, the patient underwent a revision surgery due arthritis progression to lateral compartment in addition to there being slight subsidence of the tibial baseplate. No further event information available at the time of this report.

Event description:
It was reported that three years and two months post initial implantation, the patient underwent a revision surgery due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf anat brg rt md size 4 PMA; item# 159576; lot# 486180 oxf uni tib tray sza rm; item# 154719; lot# 797490 multiple MDR reports were filed for this event, please see associated reports: 3002806535-2024-00050 3002806535-2024-00052 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.